Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted at implant, and replaced with another same model/size valve. Through follow-up, it was learned that the valve was explanted due to a perivalvular leak. No additional information was provided. The surgeon indicated that the reason for explant is procedure related and not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has not been returned for evaluation, and no additional information was provided by the healthcare provider due to patient privacy regulations. There has been no information to suggest a device malfunction that may have caused or contributed to this event.